Manufacturer narrative:
During a follow up call on (B)(6) 2016, the customer loaded a new cartridge successfully and received an accurate fill estimate. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate after filling a cartridge with approximately 240 units of insulin. Reportedly, for the past 3 hours, the insulin gauge remained static at 180 units of insulin even after delivering a bolus of 7 units of insulin. The customer declined to reload the cartridge with tandem's technical support, and indicated insulin gauge would continue to be monitored. There was no impact to the customer's blood glucose level.